Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) discussed trending stable withing range and occasionally increases to greater than 125 ohms. Ts recommended increasing out of range limit and continuing to monitor. This ICD remains in service. No adverse patient effects were reported.